Manufacturer narrative:
Investigation evaluation: during the laboratory evaluation, the barrel containing the bands was visually examined. No defects or abnormalities were observed with the bands, barrel or trigger cord assembly. The device was attached to an olympus 2.8 channel gif q20 endoscope. All bands fired successfully. Therefore this device functioned as intended. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. The trigger cord was dismantled from the mbl assembly to fully investigate the integrity of the trigger cord assembly. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured and found to be within specification. The barrel was visually inspected and no defects that might lead to band deployment issues were found. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The loading catheter returned with the device had one blue hook missing and the remaining blue hook was damaged thus opening up the hook to the point it would not fit into the endoscope channel. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "the use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Another possible contributing factor to band deployment difficulty includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in band deployment difficulty. Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user that the knot must be seated into the hole or the handle will not function properly. The instructions for use direct the user to place the handle in the two-way position and loosen the trigger cord slightly if the band will not deploy. The user is then instructed to return the handle to the firing position and continue with deployment of the band(s). Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a ligation procedure for esophageal varices, a cook 6 shooter saeed multi-band ligator was used. The ligator bands did not shoot [deploy]. Another device of the same type was used to complete the procedure. Our laboratory evaluation confirmed one blue hook is missing from the loading catheter nd was not included with the returned device. Information regarding the missing blue hook was communicated back to the medical facility. The location of the missing blue hook is unknown at this time. The initial reporter stated that a section of the device did not remain inside the patient's body; however the location of the missing section detected during our laboratory evaluation is unknown. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.